Event description:
It was reported the atrial connector is loose, and the cable will not hold. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of atrial output connector being out of specification. Analysis also found that the upper case was broken, the lower case was contaminated, the battery release, ring cover, two side bail covers and battery drawer were contaminated, the keyboard pad was cosmetically scratched and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.